Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and both the right atrial (ra) lead and right ventricular (rv) lead migrated. It was also reported that one of the leads displaced. The device system was explanted and replaced. No patient complications have been reported as a result of this event.